Event description:
During omega surgery, the screw broke at just under the head. The screw thread part remained in patient bone.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be provided on a supplemental report. (B)(4).

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During omega surgery, the screw broke at just under the head. The screw thread part remained in patient bone.